Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon deployment to the point of no recapture, hypotension was observed. Further deployment was attempted; however, there was no improvement and the valve frame expanded well. A coronary obstruction was suspected; therefore, an angiography was performed. However, there were no issues observed on the angiography. The system was withdrawn from the patient for percutaneous cardiopulmonary support (pcps). Additionally, catecholamines and volume loading were administered with improvement in the patient's blood pressure. Subsequently, a new valve and new delivery catheter system (dcs) were used to complete the procedure without any drop in blood pressure. Additional information was received from the physician which stated "probably not enough volume" and "patient factors" caused the hy potension. The physician added that the dcs and valve were not contributing factors to the hypotension.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, upon deployment to the point of no recapture, hypotension was observed. Further deployment was attempted; however, there was no improvement and the valve frame expanded well. A coronary obstruction was suspected; therefore, an angiography was performed. However, there were no issues observed on the angiography. The system was withdrawn from the patient for percutaneous cardiopulmonary support (pcps). Additionally, catecholamines and volume loading were administered with improvement in the patient's blood pressure. Subsequently, a new valve and new delivery catheter system (dcs) were used to complete the procedure without any drop in blood pressure.